Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the photograph provided and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set had a disconnected spike. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.